Event description:
The customer reported a laboratory technician incorrectly loaded troponin I (accutni) reagent pack onto the reagent carousel resulting in out-of-range quality control (qc) values, involving access 2 immunoassay system. The customer discovered the reagent pack had not been punctured after reviewing the reagent inventory report. Beckman coulter customer technical service (cts) advised the customer to properly dispose the reagent pack. The customer stated all patients' samples were retested and noted four patients had positive results. Three patients had elevated results within the risk stratification. One patient had an elevated result above the acute myocardial infarction (ami) cutoff. None of the initial results were questioned by the physicians. The elevated results were released out of the laboratory. The customer stated three patients were admitted to the hospital on (B)(6) 2012 based on other clinical symptoms. The customer was not informed of any patient treatments after the amended reports were issued on (B)(6) 2012. The fourth patient had suffered a cardiac arrest in the emergency room (ER) and expired before any clinical decisions were made. All patient results were obtained on (B)(6) 2012 and are independent of the patient events occurred on (B)(6) 2012. There has been no report of patient outcome for the three patients that were admitted to the hospital prior to the initial and retest results.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue via the telephone. The customer did not question system performance.